Event description:
Per rn reporter: when disconnecting the stryker suction irrigator battery compartment from the irrigation bag at the end of the case, I noticed a moderate amount of brown fluid dripping out of the compartment. I opened the compartment, and saw that the bottom of the compartment was wet, and there was either rust or corrosion from the batteries present. The batteries also had rust/corrosion on the bottom. I notified the stryker rep, and he came in to investigate. He took pictures of the irrigator and sent them to stryker. Device was given to the stryker rep. He is going to complete an incident with stryker. The physician also was notified of this incident. No change to the patient's plan of care at this time.